Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: one customer photo was received for evaluation. The photo confirms the reported issue of a finger grip luer (fgl) separation on the non-patient end of the device. Therefore, this complaint is confirmed. The device history record was reviewed with no issues being identified. There were no related quality notifications as all process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure from the customer photo received. Bd was unable to determine the root cause of the fgl separation. In review of historical pir data this appears to be an isolated incident and not representative of the overall batch quality. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced the non-patient end needle separating from the holder/hub. The following information was provided by the initial reporter. The customer stated: I have a butterfly needle where the needle detached in to the tube mid collect. The non patient end of the needle under the rubber stopper detached from the luer adapter and was lodged into the rubber stopper of the tube.